Event description:
It was reported that the patient had an infection and was to have their implantable neurostimulator (ins) explanted on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3889-33, lot # va04w3k, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported what was ¿called an infection showed a negative culture at day 4¿ and was doing fine after the explant. The infection was at the pocket site and the doctor felt that the infection was due to the fact that the patient was in a wheelchair most of the time.